Event description:
Provider reported of a patient sustaining neurapraxia (mouth drooping) following a procedure that combined facetite, quantum and morpheus 8.

Manufacturer narrative:
The clinic reported of a female patient sustaining temporary neurapraxia following combined treatment of facetite, quantum and morpheus 8 on her face. The clinic declined technical inspection and confirmed the devices work fine. Investigation concluded that the reported temporary paresis is not related to morpheus 8 treatment, whereas it is a known risk of facetite and quantum applicators being minimally invasive procedures, and when the devices are operated in proximity to facial nerve branches. The condition has completely resolved and a retraining has been scheduled for the clinic.